Event description:
It was reported that the patient experienced fatigue. The right ventricular lead exhibited oversensing of noise. The lead was capped and replaced without difficulty. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.